Event description:
During evaluation by a philips field service engineer, it was noted that battery in the heartstart xl was completely discharged. There was no patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.